Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support. Customer administered an insulin bolus via pump to address elevated blood glucose. Customer's blood glucose was above 400 mg/dl.